Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient had "posdecubitus" lead/electrode exposure, pain on palpation, and erythema. It was noted that the issue was related to the implant procedure as the exposure was at the lead/extension incisional site/device tract. There was also a resulting in patient hospitalization and an unscheduled clinical or office visit. As a result of the issues the entire system was explanted on (B)(6) 2017 and the issue resolved without sequelae as of (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced electrode pressure on their skin that caused local pain and erythema. The diagnostic methods included an examination on (B)(6) 2017 and a surgical washing of the area on (B)(6) 2017 that resulted in the identification of the issue. The etiology was noted as related to the device/therapy and related to the implant procedure; the lead/extension tract and implantable neurostimulator (ins) were noted. The actions/interventions taken to resolve the issue included an electrode/lead relocation on (B)(6) 2017. The event resulted in an in-patient hospitalization, an unscheduled clinic or office visit and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to possibly related to the device/therapy and possibly related to the implant procedure.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389 , product type: lead.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the device diagnosis was updated to lead migration/dislodgement and the clinical diagnosis was updated to erythema at the site of implantation. No further complications were reported/anticipated.

Manufacturer narrative:
Upon review of the additional information received, it was determined that device code no longer applies.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient's lead was from a previous implant so they were unable to obtain the device's serial/lot number. It was also noted that the lead migrated which led to local pain and erythema, which were the cause of the electrode pressure on the patient's skin. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that symptoms included erythema and exudation from wound. The clinical diagnosis was updated to surgery wound infection and electrodes exposure. The clinical diagnosis was later updated to surgery wound infection. No further complications were reported/anticipated.